Manufacturer narrative:
The technician found only one bed that was arcing when plugged into an outlet. The technician installed a power resistor kit, which resolved the issue. The bed is operating normally. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
The customer complained that multiple beds were arcing when being plugged into outlets.